Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted at anterior septal region. During deployment of second triclip, a contact between first triclip and second triclip was observed which lead to single leaflet device attachment(slda) of first triclip from the septal leaflet. However, second triclip was successfully implanted stabilizing the slda clip. A third triclip was implanted to further reduce the tr to grade 2-3. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device causing damage. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported device causing damage appears to be related to procedural conditions (interaction with implanted clip during positioning, poor imaging). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.